Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was when pt went to turn up their intensity they got a tingling in their body but not in their feet. Pt had very bad pain in their feet and the ins therapy was not doing anything for them to provide relief. Pt had tried using different groups and had met with 3 different medtronic representative representatives who tried working with the pt but nothing worked. The last medtronic representative who tried working with the pt since pt was not feeling tingling in their feet said maybe the leads needed to be moved so pts ins could hit the right nerves to provide relief in their feet. Pt had an appointment tomorrow with their surgeon who did the implant to see if they could move the leads but the pt did not know if that's the issue. Ptsaid they needed help and was dying (ps understood it was a figure of speech). The patient was redirected to their healthcare provider to further address the issue. Pt did not accept being redirected to their hcp and wanted to know if their leads needed to be surgically moved. Ps also offered to get a representative involved but pt denied request and was wanting someone to come on the phone now to answer their question as its too late to get a representative involved. Ps warmed transferred pt to an scs agent for further assistance.  Additional information was later received where the caller repeated information regarding not having therapy in the correct location. Caller stated that the trial was successful but the permanent implant has not been. Caller stated that they did diagnostic image of lead placement and the implanted lead is higher than the trial was. Caller stated that they met with several mdt reps and no one has been able to get the device programmed to reach the feet they only feel it in their legs. Caller is wondering if where they feel the "tingling" is indicative of the nerves that are being stimulated. Agent reviewed information and redirected to hcp. Caller confirmed they have apt with hcp tomorrow but the mdt rep will likely not be there. Agent walked caller through checking their setting options and caller confirmed they do not have adaptive stim enabled, cycling is turned off and they currently only have one group (c) and then 2 programs (one for each leg). Caller stated they are both on at 5.4 and if they go higher they don't like feeling the tingling in their legs all the time like that. Agent redirected to hcp to discuss lead placement and next steps. Additional information was received from the manufacturer representative (rep) reporting that the patient had a trial where one lead spanned t8/t9 and the other lead spanned t10/t11. At the lead pull it was determined his programming was a covering the t8/t9 area and the surgical paddle was placed at this location. At the lead pull, patient had also stated he only had two days of relief and the rest of the trial the pain returned, but patient decided to move forward (see related pe). The lead is positioned in the exact same location as trial and patient feels bilateral stimulation. The patient has peripheral neuropathy of the feet. It¿s been explained to the patient numerous times he won¿t feel the stimulation in his feet because of his underlying condition. Reprogram was attempted by me on 2/13 and 3/15. During both of these appointments patient was getting 50% relief during the day, but at night was when his pain was worse. Patient has been unwilling to turn stimulator off so we can quantify how much relief he is getting. We h ave been attempting to optimize relief and coverage. Additional information was received from the pt. Pt called and mentioned their previous spinal cord stimulators(scs) had not given any pain relief since implant date 4 months ago. Pt said they were now in a "trial" since tuesday of this week and had been working with mdt rep to turn settings up and down, but the trial scs had not given the pt any relief yet. Pt said they had spoken to mdt rep every day since tuesday. Pt said they "almost electrocute themselves" when lying down because the intensity was up so high, but the pt turned the intensity down to be comfortable lying down and turned the intensity back up when standing up, but pt had no pain relief. Patient services specialist sent an email to the local mdt reps. Additional information was received from the manufacturer representative. It was reported that pt was not getting relief in the foot with the ins. Pt was reprogrammed, but it was not sufficient to cover the patient's pain. They are getting referred to the surgeon for a lead revision.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977c265, serial# (B)(4)implanted: (B)(6) 2022, product type: lead, ubd: 21-sep-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.